Event description:
During a periodic review of the programming history database, it was revealed that high impedance was observed on a patient's device. The device history records for the lead showed that the device met all specifications for release. No known surgical intervention has occurred to date. No additional relevant information has been received to date.